Event description:
Allegedly screw backed out and dislodged liner. The cup and liner was removed and replaced with a competitor's cup and liner.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No exact revision date (month, day) was indicated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00779, 00781.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was returned. Evidence that product in specification when used.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was not returned. Corrected data above, changed from product was returned to product was not returned.